Manufacturer narrative:
The corrections are for investigation codes h6, and g1. The manufacturing number is (B)(4).

Manufacturer narrative:
Desara sl, catalog # cal-ds01sl, lot # q02034, has a labeling error regarding its expiration date, incorrectly printed as 02/29/2029, a date that does not exist. This issue arose from a software glitch in our labeling system, easylabel, which failed to account for leap years. The accurate expiration date for this lot is 02/28/2029. In response to this error, the surgeon received a regulatory statement detailing the issu, and the current lot will be placed in quarantine for repackaging to ensure labeling accuracy. The manufacturing number is (B)(4).

Event description:
It was reported that the expiration date displayed on the ds01sl packaging is not the real date. The implant shows it expires on (B)(6) 2029.